Manufacturer narrative:
The returned device was evaluated and performed as designed. The reported needle mechanism failure was not confirmed. The pod was received with cannula fired and needle fully retracted. No bend or kink was observed in the cannula.

Manufacturer narrative:
The device has been returned for evaluation and is being investigated. Once investigation is completed, results will be provided.

Event description:
The patient reported that her blood glucose reached 340mg/dl while wearing the pod on her abdomen for between 24 and 36 hours. She stated that the pink slide did not move forward, indicating the pod did not deploy properly, and that the cannula appeared a little bent downward when the pod was removed. Treatment included replacing the device and then taking a correction bolus, which lowered her levels down to 200mg/dl.